Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Additionally, the customer reported being in diabetic ketoacidosis. Customer declined troubleshooting with tandem technical support and declined to provide further information.